Event description:
During the first ablation in the lipv, there was a drop in the patient's blood pressure and a tamponade was confirmed. Pericardial drainage was performed and the patient's blood pressure went up again. Protamine administered and a sternotomy was performed by surgeon. Surgical exploration led to right atrial roof repair. As per physician, the problem is believed to have occurred during transeptal puncture. Post surgery, the patient was in ICU and in stable condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.